Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The event description has been updated, additional initial reporter information has been provided. The pacemaker was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is no problem detected.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited increase in power consumption. To date, the device remains in service. No adverse patient effects reported.